Manufacturer narrative:
Qn#(B)(4). The product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73e1500060 investigations did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
Rubber elastic broke on 2 of the hooks. There was no patient harm.